Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t92m2n. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 10 conforming clips; however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet was found to be damaged causing the failure of the lockout feature. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot t92m2n number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92m2n number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device would not fire clips. There were no patient consequences.